Event description:
No additional information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, results of third-party testing, and complaint final investigation. Updated fields: d9 - date returned to mfg, h3, h4, h6 and h11. Correction field: d4 - lot # was incorrectly reported and should be blank. The complaint investigation reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 5 cfu (colony forming units). Bacterial identification: champignons filamenteux. Sampling date: (B)(6) 2025. Sampling from: operator channel. Cfu: <1. Bacterial identification: n/a. Sampling from: aspiration channel. Cfu: <1. Bacterial identification: n/a. Sampling from: air/water channel. Cfu: 3. Bacterial identification: micrococcus luteus/lylae. Sampling from: auxiliary channel. Cfu: <1. Bacterial identification: n/a. Sampling from: all channels. Cfu: 3. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the user culture results were not shared. The scope was microbiologically tested by olympus, and the reported event was confirmed, and a root cause could not be determined. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.